Manufacturer narrative:
Image review: post-op c5-6 artificial disc replacement plain cervical x-rays and CT myelogram images were provided. There appears to be a c4-5 spondylolisthesis and malpositioning of hardware at c5-6. It appears to be off center and misaligned in the sagittal plane. Root cause: surgical technique and patient specific factors.

Event description:
On (B)(6) 2016, patient presented with pre-op diagnosis as: failed cervical disc replacement, c5-6, degenerative spondylolisthesis, c4-5, facet arthropathy with foraminal stenosis, c3-4 and 4-5. For which patient underwent following procedures: redo left anterior cervical exposure for removal of anterior cervical device at c5-c6 (removal of anterior spinal instrumentation), partial corpectomy of c5. Anterior cervical diskectomy and fusion, c3-4, 4-5. Insertion of intervertebral structural allograft at c3-4, 4-4 and 5-6 with bmp-2. Anterior spinal instrumentation from c3-6 with an anterior cervical plate.

Manufacturer narrative:
Product analysis: device meets specifications. No defects observed during visual analysis or through dimensional and functional checks.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with primary diagnosis as cervical radiculopathy, bilateral radiculopathy, arm pain, left c5-c6 disc herniation. For which patient underwent anterior cervical diskectomy and fusion (acdf) at levels c5-c6. On an unknown date, post-op, the patient complaint of neck pain that progressively worsened. The patient complained that the pain was functionally debilitating. Patient underwent anterior cervical diskectomy and fusion (acdf) revision surgery at levels c3-c6. Bone quality was excellent. The product came in contact with the patient. Doctor noted dark staining of tissue immediately anterior to implanted device. Tissue samples were obtained for analysis. No patient complications were reported during the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.